Event description:
The customer reported that she received a prime rewind alarm on her insulin pump, and she could not exit the rewind and prime process. Her blood glucose was 97 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. The customer did not recall pressing the cap while she was connected to the insulin pump. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratches on the lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.